Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console has failed. Procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (system power) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury no further reports will be scheduled under mfg report num. 2028159-2022-00614 . The manufacturer internal reference number is: (B)(4).

Event description:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (system power) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
The company representative confirmed (via event log), that the backup battery had been depleted. However, the reported event was unable to be replicated while the representative was on site. The batter issue was resolved by replacing the battery. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address a boot-up issue. The root cause of the reported event was inconclusive as no on site assessment was performed. The root cause of the reported ¿system message¿ was confirmed and was attributed to internal wear/reliability issues of the battery. The root cause of the reported ¿shutdown event¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the ophthalmic console has shut down and gave system messages from the host about battery.